Event description:
It was reported to technical services on (B)(6)2011 that this clinic was having issues this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).